Event description:
Customer reportedly received the following results on the guide meter within 10 minutes: 500 mg/dl range and 130 mg/dl or 120 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.